Event description:
It was reported that there was air inside the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The wds was successfully prepped and flushed, but when it was hooked to the manifold it appeared to pull in air around the stopcock of the system. The physician removed this wds from the was and out of the patient. The closure device was never deployed. Another 35mm closure device was prepped, inserted into the was and deployed. This closure device met all release criteria and was successfully implanted in the laa of the patient. There were no consequences to patient as a result of this event.